Event description:
Patient missed 5 days of testing since user was submitting pa on wrong form and it didn't go through. Pae (preventable adverse event) reported by (B)(6). (B)(6) did consent to follow up. (B)(6). No further information/clarification available. (B)(4).